Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had blood backflow during the blood draw. This occurred 3 times with 3 different patients, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bd insyte autoguard bc 22ga x 1.00in IV catheters are letting blood through instead of the valve preventing blood from escaping out of catheter end. The blood control mechanisms is defective, and were used on 3 patients. All three patients had blood return out through the catheter rather than being blood controlled."

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had blood backflow during the blood draw. This occurred 3 times with 3 different patients, and this complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "bd insyte autoguard bc 22ga x 1.00in IV catheters are letting blood through instead of the valve preventing blood from escaping out of catheter end. The blood control mechanisms is defective, and were used on 3 patients. All three patients had blood return out through the catheter rather than being blood controlled."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.